Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 12/12/2015 to report that a (B)(6) male patient had a skin irritation on his back. The patient's physician advised the patient to use a cream on the rash, which the patient used. Follow-up indicated that the skin irritation had cleared up.